Manufacturer narrative:
Device evaluation summary: the medtronic field service engineer evaluated the ventilator and reviewed the ventilator memory logs. The engineer determined that the direct current (dc) to dc converter printed circuit board (pcb) required replacement based on the codes generated in the logs. After service, the ventilator passed all testing per manufacture specifications and was returned to the customer. The dc-dc converter pcb was returned to medtronic for further analysis. A visual inspection of the returned pcb was conducted and no anomalies were found. The dc-dc converter pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed the power on self test and no errors were recorded in the diagnostic logs. Testing was performed successfully without any errors. The ventilator was put into normal ventilation mode. During ventilation, the ventilator generated a ventilator inoperative condition. The customer reported failure was verified. Error codes generated indicated that various mix voltages were out of range. This may lead to a loss of ventilation if this were to reoccur while in use on a patient. Further investigation isolated the fault to capacitor, reference designator c83. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, when turning on, a 980 ventilator was inoperative. The ventilator was not in use on a patient at the time of the reported event.